Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with a non-abbvie device.